Event description:
This x-ray system stopped acquiring images in middle of a procedure. The pt had to be moved to another room to finish the procedure.

Manufacturer narrative:
Method, results, and conclusions codes: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.